Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Date of issue is an approximation. The reaction was located on the upper buttocks area and was described a rash and irritation. The patient stated that she had placed sensor on the body on (B)(6) 2016, started to experience an itch and rash on (B)(6) 2016, and then removed the sensor on (B)(6) 2016 due to irritation. On (B)(6) 2016, patient went to the doctor to receive treatment for the rash and irritation and was prescribed a steroid cream by her doctor. The patient does not know the exact name of cream. The steroid cream has resolved the issue with the rash and irritation. At the time of contact, the patient was doing well. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.